Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a gastric bypass procedure followed by a ventral hernia repair procedure on (B)(6) 2010 and mesh was placed. The mesh has become infected. The pt returned to the office 3 weeks post-operatively with pain and seroma. The pt was returned to surgery for mesh removal. The hernia was not repaired at that time. Add'l info was requested.